Event description:
A customer reported that no image appeared on the monitor when preparing the evis lucera elite bronchovideoscope for an unspecified diagnostic procedure. The intended procedure was completed using a similar device with no delay to the procedure and no patient harm was reported due to the event.

Manufacturer narrative:
The device was returned to an olympus repair facility and evaluated. Upon inspection and testing, no image appeared due to a damaged scope connector. In addition, the connecting tube had peeled coating. The bending section cover had a scratch and chipped adhesive, the suction connector had a scratch, a worn angle wire caused the bending angle in the up direction to exceed the standard value, a dent in the bending tube caused the bending angle in the up direction to exceed standard value; the cleaning brush could not be inserted smoothly due to damage to the channel tube, the light guide bundle had breakage, and water tightness was lost, caused by a pinhole in the channel tube. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. Updated h6 and h10 fields. The following fields were corrected based on information available at the time of the initial submission: g2, h6 "component code" and h6 "medical device problem code." A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the malfunctioned of electrical components was due to stress, external factors or handling resulting in image failure. In addition, physical stress was applied to the insertion section during user handling and caused the coating to peel. The "image failure" event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. - 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except (B)(4)) are normal. - 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿ the "peeling of the insertion part coating" event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: 3.3 inspection of the endoscope 4 inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Olympus will continue to monitor field performance for this device.